Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed and rework was noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information sections: d.1, d.4, h.10, h.4, d.6a h.10 & h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma in the middle ear. During the removal surgery, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was reportedly lost and will not return to advanced bionics for analysis.